Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The home patient (hp) stated that one of his bags was completely empty and he thought that was where the air was coming from. The hp stated he had already checked everything else and there were no problems with any of the other supplies or his connection. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the cause of the alarm was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through CAPA/ncr (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was placed on the machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The complaint could not be confirmed in the lab and the root cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.